Event description:
It was reported that, "handle broke while trying to remove nail."

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.